Event description:
I bought a package of 2 tubes of denture adhesive that I always use. I opened one of the new tubes and used it a few times - every other day. After using it for a few times, I had nausea for a couple of days. The next time I used it; the adhesive would not come out of the tube. I squeezed it harder and a hunk of something came out with a lot of liquid into the sink and down the drain. It smelled exactly like feces. I called the (B)(6) health department and was told that they could not test it to see if it was poisonous or what it was. I was talking to my sister on the phone and told her about it. I don't use a computer so she said she would try to find information of who would be appropriate to contact. She sent an email to the (B)(6) department of health and explained this. (B)(6), ph. D, health assessor, office of environment health services - phone - (B)(6) - responded to my email. She said that denture adhesives are classified as a medical device and regulated by the us food and drug administration. She said that they had a portal for consumer complaints called medwatch and included a link to your website. My name is (B)(6). I do not have email. My sister's information is (B)(6). You may use her email. She is writing this for me. She visited me (B)(6) to make sure she had the information about the adhesive. While here she smelled the tube. ((B)(6) writing here - I have never smelled anything as bad, outside of a commode or sewer plant that had a bad problem. - I almost gagged. - end of (B)(6) writing) the name of the denture adhesive is super polygrip extra care. The haleon us services inc. Is the current manufacturer listed for this product. I would appreciate if you do not share my name and contact information or (B)(6) either with the manufacturer. The package of the adhesive tubes nor the tubes had not been tampered. I do not hear well so if someone from the FDA contacts me by phone, it should be someone who can speak well and clearly. I can also be reached by usps. You can get in touch with (B)(6) by phone, email or usps. We look forward to hearing you. Thank you so much. Adhesive for dentures to keep them in place.